Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. However, hardware low level failures alarm during self test and confirmed in the pump history due cold solder joint on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm and was able to complete rewind. Self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.